Manufacturer narrative:
D1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-aug-2024/ serial or lot#: (B)(6), UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date:  04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two (2) controllers had issues. One controller exhibited vad disconnects alarms and the other controller exhibited loss of power. The controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Review of (B)(6)'s event log file revealed a controller power-up event logged on 07/jan/2024 at 12:19:53 without an associated motor start event. Review of the event log file revealed that, prior to the power-up event, the controller last had power on 18/jan/2021. Following the initial power-up event, the controller's time setting was updated to 11:18:07 and the hematocrit setting was updated. A second controller power-up event was then logged on 07/jan/2024 at 11:23:56, with an associated motor start event logged at 11:24:11. Review of the data log file also revealed that the controller was not in use prior to the power-up events; the first data point recorded since 18/jan/2021 was logged at 11:24:30 on 07/jan/2024, indicating that the controller power-up events likely occurred during a controller exchange. Additionally, log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) on (B)(6) 2024 at 14:08:20 and at 14:09:13, each immediately following a controller power-up event without an associated motor start event, indicating that the controller was powered up without the driveline connected. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported controller power-up events can be attributed to a controller exchange. The most likely root cause of the reported vad disconnect alarms can be attributed to the controller being powered on without the driveline cable connected during initial programming of the controller. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.